Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that from the time they got their original implant, it didn't work for their symptoms so they had it replaced. The patient then stated "it's not that it didn't work, there was an issue with it" (so it was replaced.) The patient stated they didn't remember if they reported the issue to patient services or if their managing health care provider had or it had been reported at all. The patient's reason for call was they had found their original external devices for the first system and wanted to know what they should do with them. Patient services reviewed donation/disposal information with the patient.